Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. Additionally, investigation revealed that the display was dim and discolored with fading lettering. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 02/10/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/10/2014 with the following findings: the up arrow, down arrow, and ok button symbols were found to be worn, however no damage was observed to the keypad cover. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Evaluation also revealed that the display screen was dim and discolored with fading lettering. (B)(6).